Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The root cause of the tachycardia was unable to be determined due to insufficient clinical details. It was stated that the placement signal was noted to be significantly high after initiation despite optimal positioning & optimization of ECMO possible sensor damage from mishandling of pump during insertion by the surgical tech was noted and ultimately deemed culprit. Due to lack of data logs or product returned, the root cause of the optical sensor issue cannot be established.

Event description:
The user facility reported that a 60-year-old male was implanted with impella 5.5 for support during percutaneous coronary intervention for cardiac arrest. Placement signal was noted to be significantly high after initiation despite optimal positioning & optimization of extracorporeal membrane oxygenation. Possible sensor damage from mishandling of pump during insertion by st segment was noted and ultimately deemed culprit. Pump flowing appropriately and left ventricle beginning to decompress so decision was made to leave pump in place and disable placement monitoring by physician. Patient required x2 cardioversions overnight for ventricular tachycardia but remained stable on ecpella support throughout.

Manufacturer narrative:
The impella device has not been returned by the customer. If the device or additional information is received, a supplemental MDR will be filed.